Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shocks and inappropriate anti-tachycardia pacing (atp) due to patient atrial fibrillation (af) with rapid ventricular response (rvr). This ICD remains in service. No additional adverse patient effects were reported.